Manufacturer narrative:
The device has not been received for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to pace. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.